Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump was not reading the amount of insulin in the cartridge correctly. The reporter indicated that the cartridge was changed several times and the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.